Event description:
The customer called to report that they went to the emergency room last night for low bgs. It was stated that the doctor disconnected the customer from pump and is on manual injections. Troubleshooting was performed. The pump passed the functional testing.